Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a. Uterus and cervix: secretory endometrium. Leiomyomas. Benign cervix.. Negative for malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal uterine bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 880438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a. Uterus and cervix: secretory endometrium. Leiomyomas. Benign cervix. Negative for malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal uterine bleeding, pelvic pain". Lot number: 880438 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 880438) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a. Uterus and cervix: secretory endometrium. Leiomyomas. Benign cervix. Negative for malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal uterine bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 6-oct-2020: medical record received lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: a. Uterus and cervix: secretory endometrium. Leiomyomas. Benign cervix. Negative for malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal uterine bleeding, pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.